Event description:
It was reported that an ilet pump¿s display would not power on and the screen appeared to be separating, requiring the user to hold it in place, consistent with a device display problem and screen bezel separation. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with loss or failure to bond in the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.